Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The following adverse event was reported as part of the secur-fit advanced clinical study: "a very small fracture of the proximal medial calcar was noted after the final seating. The stem was backed out a couple of mm and cabled the calcar with a single zimmer titanium cable. The stem was then seated again and found to be stable."

Manufacturer narrative:
An event regarding intraoperative periprosthetic fracture involving a securfit advanced stem was reported. The event was not confirmed. The device was not returned for evaluation as it remains implanted. Medical records were received and were rejected for review by a consulting clinician. The clincian indicated "can¿t see calcar fracture on x-rays provided; only possible confirmation of the fracture is of the cable around the femur." Op reports and progress notes would be required to provide a meaningful dictation for this case. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the provided medical records were insufficient to confirm the event and determine a root cause. It is noted that surgery was successfully completed and the reported femoral stem remains implanted at this time. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the investigation will be reopened.

Event description:
The following adverse event was reported as part of (B)(6): "a very small fracture of the proximal medial calcar was noted after the final seating. The stem was backed out a couple of mm and cabled the calcar with a single zimmer titanium cable. The stem was then seated again and found to be stable."